Event description:
An aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. At an unknown date, post stent graft implantation a request for a talent aortic cuff was requested. Aneurysm morphology at the time of implant is unknown. CT imaging reveals the stent graft has migrated distally 3.8 cm below the level of the lowest renal arteries. There is significant angulation of the stent graft with nearly 90 degrees of posterior angulation of the orifice of the stent graft superiorly. The maximum luminal diameter of the uncovered neck is 26.5 mm. The aneurx stent graft is patent. The right internal iliac artery is concluded. There is a focal stenosis in the left iliac system near the iliac bifurcation. Per medtronic talent aortic cuff approved protocol, medtronic sent the site the documentation required for each request to complete for approval for the talent aortic cuff trial. However, the requester did not return the required documentation; therefore no talent aortic cuff trial device was sent. There was no further information provided to medtronic about the request for the device or the details of the pt relating to the aneurx device.